Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer blood glucose level was 267 mg/dl. The customer was assisted with troubleshooting. Customer states they were able to clear alarm and able to rewind the alarm. Customer has experienced multiple unexpected restart alarms after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test, external error, unexpected restart alarms or reset time/date anomaly after change battery noted during testing.